Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however, the up/down/ok/contrast keypad buttons were intermittently responding appropriately by user inputs and required excessive force to activate during testing, the up/down key contacts were misaligned, the contrast key contact was inverted, the up/down/ok key contacts became inverted during testing, and there was evidence of contamination under the key contacts.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.